Event description:
It was reported that prior to use, that the dragonfly opstar imaging catheter could not be threaded onto the guidewire in the patient [was not able to be inserted through the minirail], it seems as if the tip is defective. Therefore, the device was not used in the patient. The procedure was completed without oct. There were no adverse patient effects and no clinically significant delay in the procedure. Analysis of the returned device found that the distal tip coil was kinked, stretched, and approximately 3 millimeters of the tip, including the sheath marker band (distal), was separated from the main body of the catheter. The separated components were not returned. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned device. The distal tip coil was kinked, stretched, and approximately 3 millimeters of the tip, including the sheath marker band (distal), was separated from the main body of the catheter. The separated components were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty to insert a guidewire into the imaging catheter appears to be related to circumstances of the procedure. The distal tip of the catheter was noted to be stretched and kinked, which resulted in a separation of the distal tip and distal tip marker band. The manufacturing processes were reviewed and inspection steps specifically visualizing the integrity of the distal tip were confirmed to be present, indicating that the damage occurred after manufacturing. In this case, it is likely that the catheter distal tip was inadvertently damaged due to the use or handling techniques employed with either the removal of the catheter from the packaging/hoop or the preparation of the device; however, the root cause for the observed damage was not able to be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.